Event description:
One half of the silicone dome was broken off when it was changed percutaneously. This incident occurred 180 days after placement. It seems that the rest of the dome was excreted later.